Event description:
Pt found with IV tubing fluid leaking into med and onto floor. IV tubing had become disconnected at 'y' connection - where there is supposed to be a sealed connection. There was a large backup of blood clotted in IV line between the y-connection and the IV site on pt's right wrist. IV did not need to be restarted. A large clot had to be pulled back from needle.